Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system when the impaction platform was broken when the surgeon was impacting.

Manufacturer narrative:
The event reported that a shell impaction platform broke whilst a surgeon was impacted. There was no reported harm. Device evaluation and results: unable to perform as the part was not returned. Device history review: review of device history records show no records for the reported l/n 45081215 within erp and ri records. It is assumed that the reported l/n is incorrectly reported by one value. Confirmation that this assumption is a fact cannot be performed as the part was not returned. Complaint history review: complaint history was not performed for the reported lot for the reason detailed in device history review. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The part was not returned for evaluation.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system when the impaction platform was broken when the surgeon was impacting.